Event description:
It was reported that the patient had developed an infection due to pocket site not fully healing. The patient underwent a system explant procedure. The explanted device components will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had developed an infection due to pocket site not fully healing. The patient underwent a system explant procedure. The explanted device components will not be returned. Additional information was received that no device malfunction was suspected.